Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the information provided, there is no way to determine whether the soft mesh may have caused or contributed to the problems experienced due to the patient's surgical history of multiple pelvic procedures performed after the implant of the davol mesh and the limited clinical information provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: information provided by the patient's attorney, sticker page and medical records: on (B)(6) 2010 - patient was diagnosed with vaginal cuff prolapse and underwent an anterior/posterior repair with implant of a davol soft mesh. On (B)(6) 2011 - the patient had an md office exam where the patient was examined due to complaints of post op incontinence and was diagnosed with recurrence of vaginal prolapse. On (B)(6) 2011 - patient was diagnosed with a vaginal prolapse and underwent a sacrospinous ligament suspension. It was noted that the anterior and posterior vaginal walls remain well supported from prior surgery. On (B)(6) 2011 - patient had an md office exam due to complaints of increased vaginal pressure and urinary frequency. On (B)(6) 2013 - patient was diagnosed with a symptomatic post hysterectomy vault prolapse and underwent cystoscopy with placement of ureteral stents, robotic lysis of adhesions, sacrocolpopexy with implant of a non bard davol "prolene" mesh and a robotic burch procedure.